Manufacturer narrative:
Investigation is ongoing. The valve was not indicated as available for return. Device discarded.

Event description:
As reported to implant patient registry, four years and eight months post implant of the 20mm sapien 3 valve in the aortic position, the valve was removed and replaced with a surgical valve. On echo four years and 5 months post implant procedure, there is moderate to severe paravalvular regurgitation of the bioprosthetic aortic valve. The av mean gradient was 21 mmhg and the av peak gradient is 37 mmhg. Ef 60-65% four years and eight months post implant, the patient presented with severe periprosthetic aortic valve insufficiency with congestive heart failure based on chronic diastolic left ventricular dysfunction. An explant of the tavr and reoperative aortic valve replacement with root enlargement was performed. Operative findings show the transcatheter valve was mobilized off of the annulus taking the right and left aortic valve leaflets with this resection. The tavr valve was then removed without difficulty, then resected the nonadherent noncoronary leaflet. Meticulous decalcification of the native aortic valve annulus was performed. The native valve was really dehisced from the noncoronary leaflet which was extraordinarily heavily calcified.

Manufacturer narrative:
The device was not returned for evaluation, therefore no visual inspection, functional testing, or dimensional testing could be performed. No imagery was returned. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order revealed no additional complaints relating to relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, a manufacturing mitigation review is not required. Commander delivery system with s3 IFU was reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) was performed for the sapien 3 valve (all models and sizes) with the codes identified. Prior closed complaints with any of the codes mentioned were reviewed for similar events and root cause identification. Of the identified root causes, the following are potentially applicable to the complaint event: patient factors (calcification, cardiac remodeling). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ''post-implantation - paravalvular leak'' and ''post-implantation - increased gradients'' were confirmed based on medical report. A review of device history record, lot history and complaint history did not reveal any indication of manufacturing nonconformance contributed to the reported event. In addition, review of IFU/training materials also revealed no deficiencies. As reported, ''four years and eight months post implant of the 20mm sapien 3 valve in the aortic position, the valve was removed and replaced with a surgical valve. On echo four years and 5 months post implant procedure, there is moderate to severe paravalvular regurgitation of the bioprosthetic aortic valve. The av mean gradient was 21 mmhg and the av peak gradient is 37 mmhg.'' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per medical record, during thv explanation, the valve was found to be well attached along the lateral left and right native commissures but was separated from the noncoronary leaflet with heavy calcification. It is likely that the calcified native leaflet interfered with a proper seal between the pvl skirt and cardiac tissue, causing partial detachment of the thv from target site and thus, resulting in paravalvular leak. Additionally, per medical record, patient had congestive heart failure based on chronic diastolic left ventricular dysfunction. It is possible that the resulting heart disease had influenced the biomechanics of cardiac function, leading to morphological changes in the aortic valve that contributed to the partial thv detachment from calcified cardiac tissue, and thus, giving rise to the paravalvular leak. As such, available information suggests that patient factors (calcification, cardiac remodeling) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.